Manufacturer narrative:
A broken rinse station tube was replaced and the electrodes were reinserted. An ise check was performed that passed. Calibration and qc data were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable ise indirect gen.2 sodium result for one patient from the cobas 6000 c501 module. The initial result was 167 mmol/l and the repeat result was 143 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.